Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant, the therapy hasn't provided 50% pain relief. The patient met with a rep a few times for programming, but they were never able to program the device to give the patient the pain relief they expected. The rep advised the patient to keep the intensity at high levels, but that caused the patient to have to charge daily which was a big time commitment so about 3 or 4 months prior to the report the patient stopped charging. The patient was walked through passive recharge mode and the patient was able to start a normal charge session at "excellent". No further complications were reported. Additional information received. Patient called back from secondary phone #, patient repeated same information as he did in original record: patient quit using stimulator b/c it wasn't helping him and he was having to charge ins more than once a day which was too frequent for patient. Patient said he went through chiropractor for his pain but that didn't help but then patient had neurosurgeon do back surgery that made a big improvement which would keep improving with time but didn't totally solve pain. Neurosurgeon told patient to try using stimulator and patient said stimulator does help give him relief. Patient's reason for call was that battery would not last 24 hrs and he has to charge ins at least twice a day and he doesn't know why that was. Pss reviewed that battery depletion depends on individual's usage and settings. Patient said that he's had his settings changed a couple times by reps. Pss redirected patient to hcp, patient confirmed that managing hcp is still dr. (B)(6).